Event description:
The customer reported that during an abdominoperineal resection, the device was working well and then the jaws could not be re-opened while applied to tissue. The instrument was removed using a diathermy instrument adjacent to the jaws. There was no patient injury, tissue loss, blood loss or extension to the surgery.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.